Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in the bipolar configuration. Unipolar impedance was about 230 ohms. A chest x-ray did not reveal any obvious coil issues. The physician elected to leave the lead implanted and changed the polarity to unipolar.

Manufacturer narrative:
Na